Manufacturer narrative:
The customer¿s concerns that the nurses were able to program an infusion rate without the use of the pca keys was not confirmed or replicated during testing. The pcu event log identified a programming change made by the user. The keystrokes leading to the change are performed out of sequence. The user selects the source pca module, unlocks the security door (using the key), selects the ¿program¿ (soft key 11) option and turns the security key to the ¿lock¿ position. The user then makes changes to the infusion and the infusion is started. Because the user selects ¿program¿ (soft key 11), the user can complete the programming task with the key in the locked position. Asm testing performed on the binary switches found no errors or malfunctions. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
(B)(4). It was reported that the nurse received new orders to change the pca hydromorphone (dilaudid 1mg/1ml)/25ml basal rate to a higher dose. The rn obtained the pca key to reprogram the device with another rn at the bedside to verify/validate the device programming changes. As the rn began to reprogram the infusion rate, it was found that the rn could do this without using the key. When "channel select" was pushed, the rn was prompted to program the rate. When the rn tried to turn the key, the channel started to alarm and after relocking the device it allowed the rn to change the rate. The device programming is as follows: pca dose: 0.3mg; lockout interval: 20 minutes, cont dose: 0mg/hr, max limit per four hours; 3.6mg, loading dose: 0.5mg. A new pca pump module and pcu were obtained and the nurse manager contacted clinical engineering to report the issue. The customer later stated that there were no adverse effects caused to the patient from the event.